Event description:
The pt experienced a return of symptoms. The catheter was occluded, could not aspirate from the cap. The catheter was replaced. The drug being administered via the pump was lioresal baclofen. The pt recovered without sequela.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.